Manufacturer narrative:
Upon receipt, microscopic visual inspection revealed a hole with associated abrasion mark at the distal end of the balloon. The hole with associated abrasions was determined to be a tear in the balloon material approximately 23 mm from the distal tip of the catheter, inhibiting the ability to fully inflate the balloon. Returned product analysis confirmed the presence of a material rupture. The material rupture was a hole with associated abrasions in the distal end of the balloon. It is unknown if the vessel morphology was calcified or tortuous in nature. Thus, a definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, functional testing of the complaint sample revealed a material rupture in the distal half of the balloon. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint from this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly failed to inflate at the left superficial femoral artery (sfa) treatment site. The health care professional (hcp) gained patient access on the left side and successfully predilated the target lesion with a normal pta balloon. Reportedly, the lutonix dcb was advanced to the sfa; however, as the balloon was incrementally inflated, the balloon allegedly would not stay inflated. The device was successfully removed. Another lutonix dcb of the same size was used to successfully complete the procedure. No adverse patient effects were reported.